Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the adaxial tissue could not be sewed. The surgeon used hand sewing to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Area of the staple line the failure occurred? Proximal. How was the failure detected? Visual. Was the device fired across an existing staple line/clip? Yes.

Event description:
Reporter alleged obtaining a result of 180 mg/dl on the aviva system while feeling dizzy and lightheaded. Reporter stated that he used his wife's system to obtain a result of 62 mg/dl and then she gave him two glucose tablets. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.